Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 based on the customer's report of "middle of (B)(6) 2017". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that in "the middle of (B)(6) 2017", their adc freestyle libre sensor detached after 2 days of wear. Customer further reported going into "hypoglycemic crisis" and self-treating with an injection of glucagen (glucagon). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. No product was returned for this complaint and a valid serial number was not provided. The dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed and the investigation concluded that there were no product nonconformance's. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that in "the middle of(B)(6) 2017", their adc freestyle libre sensor detached after 2 days of wear. Customer further reported going into "hypoglycemic crisis" and self-treating with an injection of glucagon (glucagon). There was no report of death or permanent injury associated with this event.